Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient was prescribed oral augmentin for 7 days by the physician for a stoma site infection. It was reported that the patient¿s stoma site looks good, and the stoma site infection has been recovered. On an unknown date, it was reported that the patient¿s stoma site has yellow discharge that resembles gastric juices without any smell.